Event description:
The valve was explanted due to mitral regurgitation. At explant, a tear, longitudinal to one of the stent posts, was noticed that extended from the top edge of the leaflet to the base of the valve.